Event description:
Reporter stated that he had a retreatment done on (B)(6) 2018 by dr (B)(6). It was discovered that epithelial cells migrated under the flap, and when this happens it embeds itself underneath the interface and stromal bed. Reporter stated that there was a migration into his visual access which had to be irrigated. The irrigation was done on (B)(6) 2018 of a grade 2 on the left eye.